Event description:
It was reported that approx six weeks following implant of the device the pt was admitted to the hospital with a small bowel obstruction. Two days later she had a diagnostic laparoscopy/laparotomy and surgery. During surgery, investigation of wound infection, lysis of adhesions, small bowel resection, and explant of the device all occurred. It was noted that one of the leads had "twisted on itself" and created an internal hernia with complete obstruction. The lead was "matted down" to the abdominal wall. Further info is being requested from the hcp at this time. The pt outcome is unk.

Manufacturer narrative:
(Small bowel resection).